Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient reported that she experienced dka symptoms in the evening. She felt extreme thirst, frequent urination, shortness of breath, exhaustion, and extreme illness. On (B)(6) 2024, the cgm reading was 167 mg/dl and the bg reading was 267 mg/dl. She was feeling groggy and out of it and she was taken to the hospital on monday afternoon (B)(6) 2024 by her husband. The patient vomited twice at home and once at the ER but did not feel nauseous. The patient was treated with IV insulin, lantus and humalog injections. She was admitted for 3 days at the hospital and was discharged on (B)(6) 2024. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.